Event description:
The user facility reported that during a patient procedure the hospital staff detected a burning odor. Halfway through the case the odor became stronger and the staff removed the surgical drape covering the cmax table. The personnel in the room reported seeing smoke rising from the cmax table at which time the table was unplugged. The patient was transferred to another table and the cmax was removed from the room. The facility noted that there was a large pool of oil on the floor where the cmax table was located. No injuries were reported. A procedural delay was reported due to the event.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the cmax table and found the battery charging cable connection had melted and was fused together. The technician additionally noted that three of the hydraulic hoses for the floor locks were swollen and there appeared to be a small tear in one of the hoses. The technician concluded that the rupture in the hydraulic hose had caused oil to spill onto the power supply causing a short in the connection. The technician also noted that there was evidence of other liquids that may have intruded into the table base and onto the internal table components. The unit is not under a steris service contract. The table has been in service for approximately ten years and is maintained by the hospital's clinical engineering department. The hospital is responsible for the maintenance of the cmax surgical table and ensuring that the proper preventive maintenance is performed at the intervals indicated in the cmax maintenance manual. The operator manual (5-7) states, "preventive maintenance schedule: inspect floor directly beneath table and all hoses, fittings and components of hydraulic system for evidence of oil leaks." Section (5-11) continues, "whenever the table column cover assembly and/or table base cover are removed and then returned, the covers need sealed to prevent fluid intrusion to meet ipx4 requirements. " the technician made the necessary repairs, tested the table for correct function and operation and returned the table to service.